Event description:
A total loss of atrial and ventricular sensing, and intermittent loss of ventricular capture was observed. The responsible rep was notified, however, no further info is available.

Manufacturer narrative:
Analysis summary: mechanical and electrical test were performed. The analysis showed that this pulse generator's battery was partially depleted-normal. The device is working properly and is within all specs for a unit at this stage post implant.